Manufacturer narrative:
The reported event of replace generator message was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol). Device analysis confirmed that the ipg reached normal end of life, therefore the ipg is no longer reportable.

Event description:
Device analysis confirmed that the ipg had reached normal end of life and there is no allegation against the ipg.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or normally. The device is still providing therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.